Manufacturer narrative:
(B)(4). Evaluation summary: a service history review revealed no previous service events were related to the reported condition. The device was evaluated on-site by a field service technician. During on-site evaluation, visual inspection and functional testing were performed. No root cause was identified, as no evidence of product malfunction was observed. No other observations were noted on the unit.

Event description:
It was reported that a flogard infusion pump generated an air alarm when the "start" button was pressed. There was no patient involvement. No additional information is available.